Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow-up, an increase in pacing impedance was noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored remotely.